Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D10: additional information. H2: additional information, device evaluation. H3: additional information. H6: event problem and evaluation codes - additional information.

Manufacturer narrative:
(B)(6). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "session ended, I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "session ended, I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.